Manufacturer narrative:
Concomitant medical devices: product ID: 3093, product type: lead. (B)(4).

Event description:
The health care provider via a manufacturer representative reported that the patient's lead migrated due to the patient being slim. The troubleshooting performed involved the inefficiency of stimulation for the patient. The intervention taken to resolve the event was replacing the lead and the issue was resolved. The lead would not be returned as it was lost. The patient was alive with no injury.